Event description:
The pt reported receiving reoccurring 04 (occlusion) errors for the past 2 weeks. The pt stated that he replaced all infusion device accessories, but would still get at least one occlusion a day while bolusing. He was able to bolus 4 units of insulin at about 4 pm in 2006 without an occlusion. At 4:30 pm, the pt's blood glucose level was reading "hi" (typically greater than 500 mg/dl) and he felt very irritable. The pt was able to administer a bolus for his elevated blood glucose, but was concerned that he would continue to receive 04 errors. The pt feels the infusion device is defective because the infusion device accessories were replaced and his blood glucose values did not decrease. The pt was able to address the issue without requiring medical assistance from a healthcare professional or second party. The product will be returned for eval.